Manufacturer narrative:
Zimmer biomet (B)(4). Initial reporter¿s title is not provided / unknown.

Event description:
Doctor reports that the os4511 implant fractured. The implant was removed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was added: 4109. H6: results code was added: 3252. H6: conclusions code was added: 4307. The reported device was received for evaluation. The reported condition of a fractured implant was confirmed. Visual evaluation of the as returned product identified the implant fractured at the top collar region. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The sterilization operation record was not electronically available for the subject lot number (192608) thus could not be further reviewed at the time of investigation. A notification to manufacturing has been sent and requested to pull the full paper DHR for review. The pce will be reopened and updated if there is any indication of non-conformance or any possible manufacturing issue related to the reported event. Since sterilization operation number was not available, a tip qa nc database was used for non-conformances related to the reported event and subject lot number. No non-conformances were found for the subject lot number. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.